Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the service history record indicates that the device has not been serviced within the last year for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip of the craniotome device was damaged, and the bearings were damaged. It was noted that the bearing had fell apart, and the crani hanger was damaged and bent. It was further determined that the device failed pretest for temperature, cutter insertion, and visual assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.